Event description:
The facility reported a fail code 812:02 during biomed testing. No reports of any pt incident involving this pump since the last baxter service event.

Manufacturer narrative:
Evaluation: the customer's reported condition of fail code 812:02 was confirmed.